Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 11.3cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported the patient was presented to the ER for vt, with palpitations and shortness of breath. The detected vt had a bpm below the programmed vt zone cut off and could not be brought back to normal sinus rhythm. The patient was converted with a pc-shock. After therapy was delivered, lead damage was suspected as low high voltage lead impedance, low pacing lead impedance and loss of capture were observed. The rv lead was explanted and replaced with no patient symptoms.